Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the explant of this device fibrosis of the leads and pocket, in combination with the position of the device sub pectoral contributed to a difficult explant of the device. Significant force and the use of surgical tools was required to extract the device. During this effort the header was observed to come away from the device, with no damage to the leads observed by the physician as a result. In addition, noise was noted on the right atrial lead due to insulation damage which was repaired with a lead repair kit. The device will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. Evidence indicates that the loose header was caused by external stress during the explant procedure. Laboratory analysis did not concluded that this header damage likely caused or contributed to the clinical observations. Manufacturing enhancements have been implemented to make the header bond more robust.